Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a theater solution administration set would not disconnect from a non-baxter fluid warming set. The reporter stated that when they attempted to disconnect the fluid warming set from the baxter set, ¿it would not come off and then broke, leaving the end attached to the baxter theater solution administration set.¿ this occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation and retained samples were evaluated. Inspection of the sample photograph did not identify any issues. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. The retained samples were also gravity tested and functionally tested with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.